Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving baclofen (2,000 mcg/ml, 375.4 mcg/day) via an implantable pump. It was reported the pump was eroding through the patient's skin. There were no known environmental, external or patient factors that may have caused or contributed to the issue. Visual inspection occurred when the patient presented to the clinic with pump eroding. The pump was replaced the same day ((B)(6) 2020). The issue was resolved at the time of this report.